Manufacturer narrative:
Concomitant medical product: evolutr-26-us transcatheter valve implanted: (B)(6) 2017. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient presented with shortness of breath. It was noted that there was intermittent undersensing, low p waves and possible far field r-wave (ffrw) oversensing on the right atrial (ra) lead. The lead remains in use. No patient complications have been reported as a result of this event.